Event description:
The customer reported a burning smell while doing the shift/system check. The device passed the testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.